Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 585 mg/dl, the customer current blood glucose was 110 mg/dl. The customer was hospitalized on (B)(6) 2018 430pm. The drive support cap appears normal (slightly indented). The customer was treated with visited ER and stayed about 3 hours. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.